Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
Baxter contacted the home patient on (B)(6) 2011 in regards to a check lines and bags alarm and they said they changed out the cassette and the solution bags but not the drain bag before they did manual therapy. They said they thought there may have been air in the drain bag. Since then they have been resuming therapy successfully. There was no reported injury or medical intervention.